Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the sensor was returned with a bent cannula; unable to confirm if the customer receive the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a bent cannula and high blood glucose levels of 504 mg/dl. The customer was sent replacement products, and the product was returned for analysis.